Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 99% stenosed proximal right coronary artery. After predilatation was performed, the intravascular ultrasound catheter (ivus) was advanced. During retraction of the ivus catheter, resistance was felt with the balance middleweight (bmw) elite ii guide wire. Force was used to remove the ivus from the anatomy along with the bmw guide wire. A non-abbott guide wire was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.